Manufacturer narrative:
The reported events of failure to sense and inadequate capture threshold were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except procedural damage.

Event description:
During implant, there was difficulty implanting the atrial lead and intermittent sensing and high capture threshold were observed on the atrial lead. A different atrial lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.